Event description:
Event description guidant received information that this implantable lead exhibited noise on the rate/sense and shock electrogram. It appears to be electromagnetic interference (emi) related due to its morphology.the patient received inappropriate therapy for this noise but no inhibition of pacing was observed. All the episodes occured in the late evening.there was also some evidence of double counting or another form of oversensing that is being caused by the lead. The lead had dislodged and is high up in the tricuspid valve area.